Event description:
It was reported that during post-implant follow-up there was an event of right atrial (ra) lead dislodgment. The cause of the dislodgment was attributed to unconscious left arm movement. The lead was explanted and replaced. The patient status was recovering.